Event description:
A complaint was received regarding an unspecified tubing with filter that experienced no flow during infusion. The report states that " there is 20 ml remaining in filter when using with pump. Attempting to backprime did not resolve the issue. The bag gets to suction down on itself and then the chamber won't filter. It was a tubing issue so we believe the new tubing will correct the issue".

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. E1: (B)(6). The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
No product samples, videos or photographs were returned for investigation. The device history report (DHR) was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.